Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device #2 proglide, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the plunger, anterior needle tip and cuff were not returned. The link was pulled out of the anterior cuff. The posterior cuff was still in the foot pocket with its tabs intact, the posterior foot was examined for needle strike marks and none was detected indicating the needles were deflected outside of the foot pocket. A suture break did not occur in this case as evidenced by the complete suture being returned partially loaded in the device. During testing the suture was pulled from the device with no significant resistance detected indicating the suture drag was no a contributing factor in this event. A proxy plunger was inserted and the needle trajectory was acceptable. A posterior miss occurred as evidenced by the suture and posterior needle tip being returned loaded in the device and the posterior cuff remaining in the foot pocket after deployment. This resulted in the link being breaking at the anterior cuff due to resistance created by the miss posterior cuff. Some of the causes for cuff miss are: failing to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deploying the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying the plunger or aggressively removing the plunger and failing to maintain adequate foot position against the arterial wall. Although a definite root cause could not be determined, based on the investigation the cause for the posterior cuff miss resulting in the anterior cuff to needle tip detachment is likely due to the operational context in use of the device. Because a cuff miss and/or needle to cuff detachment would appear similar to the user, the reported suture detaching experience is confirmed. No manufacturing or quality inspection issue was detected. A review of the device history record did not reveal any nonconforming material records associated with this lot. In review of this incident, there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician using the perclose proglide device attempted arteriotomy closure of a scarred femoral artery after an interventional procedure. Reportedly, the suture broke when the needle plunger was pulled for removal. The device was removed and a second proglide device was attempted but with the same results. It was not specified how hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional information was provided.